Manufacturer narrative:
(B)(4). Implant date - estimation. The reported patient effects of angina and thrombosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that in (B)(6) 2012, a 3.0x12mm xience prime stent was implanted in a 90% diffused lesion in the mid right coronary artery and a 2.75x38mm xience prime stent was implanted in a 75% diffused lesion in the mid left anterior descending coronary artery. The patient's condition was stable. On (B)(6) 2014, the patient experienced queasiness in his stomach and experienced mild chest pain. The symptoms disappeared but the patient went in to the clinic to get checked. Blood withdrawal revealed an elevation of cardiac enzymes and the patient was diagnosed with acute coronary syndromes and late stent thrombosis. A coronary angiography revealed in-stent and in-segment thrombosis in the proximal to mid right coronary artery. An emergency percutaneous coronary intervention was performed to treat the thrombosis and a 3.0x32mm non-abbott stent was implanted, resulting in good blood flow (timi iii). The procedure was completed after swanganz and lvg was performed. The patient symptom was recovered and he is still in hospital. No additional information was provided.